Event description:
Initial report: this case was reported by a physician with limited information only. After injection of poly-l-lactic acid (sculptra, location: area of cheek) the patient (nos) developed an allergic reaction around the area of the eyelid. Follow-up information received in 2009 / addendum provided by physician via company representative: the female patient complained about swelling of upper eyelid in the morning; first signs and symptoms occurred approximately four weeks after application of poly-l-lactic acid (application site: cheek bone, region of corner of mouth; volume: one bottle with 5 ml). Previously the patient had been treated with restylane as well as botulinum toxin a.

Manufacturer narrative:
Device qc check performed.